Event description:
Our foreign distributor reported that the packaging containing this sterile blade has a deformity. The deformity noted is a pin hole in the packaging tray. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this blade and packaging for evaluation. During testing, conmed linvatec confirmed the reported problem. A pin hole was noted in the tray containing this sterile blade. Further investigation found the packaging compromised. An investigation for this failure remains in process.